Event description:
A site representative reported that during a cranial tumor case at the site, he left the room after successful registration, and when he returned during navigation, the surgeon was unable to navigate. He verified camera details and the patient reference frame and they were both recognized by the camera. He said no anatomy appeared when the surgeon moved the probe on the patient. I asked him to have the surgeon move the pointer to the opposite side of the patient to see if the frame was inverted. He was unable to get the surgeon to do this. He believed the frame may have been "bumped" during draping. I suggested that the surgeon re-register the patient. He said the surgeon was unwilling to do so and was going to discontinue use of the system. There was no impact to the patient.

Manufacturer narrative:
Site refused to provide patient ID, age, and weight. Medtronic rep believes the frame was bumped during draping. Investigation still in progress. No impact on patient outcome reported.